Event description:
Pt reported the up and down buttons on the infusion device do not function correctly. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product returned on (B)(4) 2012. The problem mentioned by the customer could not be reproduced. Up and down buttons on pump are working properly.